Event description:
It was reported that "the hcp failed to fire the skin stapler during use on patient. All 3ea staplers were used on one patient". No patient harm or injury. The patient status is reported as "fine". See associated mdrs 3003898360-2023-01491, 3003898360-2023-01492.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "misfire/jamming - staples not firing" could not be confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The trigger was not returned partially engaged. No evidence of use in the form of biological material was present on the stapler. The stapler was received with 35 staplers remaining in the cartridge. As part of functional inspection, multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure, the first five staples were able to properly form and release. The stapler was fired into a simulated skin pad to simulate insertion into the skin. The remaining staples were all able to engage and close into the skin pad. No functional issues were found with the returned device. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a ma nufacturing related cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler during use on patient. All 3ea staplers were used on one patient". No patient harm or injury. The patient status is reported as "fine". See associated mdrs 3003898360-2023-01491, 3003898360-2023-01492.